Event description:
Boston scientific received information in (B)(6) 2008 that this local representative contacted boston scientific's technical services to report that this patient had received an inappropriate shock for a spontaneous supraventricular tachycardia (svt). The local representative commented that there was electrogram noise on the intracardiac right ventricular (rv) shock and rv pace/sense channel. There was a change in impedance measurements but the value was still within normal limits. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2012 and was received at boston scientific's return products department in (B)(6) 2012.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. End-of-life (eol) was triggered post-explant. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.